Event description:
Customer states: during procedure on a patient at hospital, a nurse confirmed the leakage from the cuff. Customer confirmed that extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated with this record is expected to be returned for evaluation.